Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), weight increased ("weight gain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016), surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, weight increased, fatigue and headache outcome was unknown and the device dislocation and device breakage outcome was unknown. The reporter considered uterine perforation, device dislocation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, weight increased, fatigue and headache to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs, fracturing of implant (device breakage), ectopic pregnancy and miscarriage (abortion of ectopic pregnancy), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost five years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information in essure's reference safety information. The exact time point and mechanism of uterine perforation, device dislocation and device breakage are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. Pregnancies have been reported among women with essure micro-inserts in place. The risk of pregnancy may increase in case of improper position of inserts. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Abortion of ectopic pregnancy was considered its outcome. Considering the implied temporal relationship and the nature of the events, a causal relationship between them and essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), weight increased ("weight gain"), fatigue ("fatigue") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016), surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016), surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016), surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016) and surgery (hysterectomy, surgery to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, weight increased, fatigue and headache outcome was unknown. The reporter considered abortion of ectopic pregnancy, device breakage, device dislocation, ectopic pregnancy with contraceptive device, fatigue, headache, pelvic pain, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality-safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs, fracturing of implant (device breakage), ectopic pregnancy and miscarriage (abortion of ectopic pregnancy), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost five years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information in essure's reference safety information. The exact time point and mechanism of uterine perforation, device dislocation and device breakage are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. Pregnancies have been reported among women with essure micro-inserts in place. The risk of pregnancy may increase in case of improper position of inserts. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Abortion of ectopic pregnancy was considered its outcome. Considering the implied temporal relationship and the nature of the events, a causal relationship between them and essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.